Manufacturer narrative:
H3: product ID (B)(4) serial# (B)(6) was returned for product analysis. Analysis found the cable assembly was frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid. Continuation of d10: product ID 37751 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6)); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were not able to charge their implanted neurostimulator (ins) and they last charged almost 30 days ago. Patient stated the recharger was showing the screen to plug it to the wall when they turn it on but the recharger does not register being plugged in. Patient noted the connector pin on the dtc was messed up and when they unplugged it last night a piece flew out of the recharger. The issue was not resolved. An email was sent to the mdt reps in the area to upgrade pt to a wireless recharger. Case reopened due to mdt rep response. Agent emailed repair with wr kit replacement request to mdt rep address. No further action required. Pt called back stating they had not heard from the local rep on transitioning to a wireless recharger. Pt's ins battery was almost dead. Pt mentioned that the last time they called they got a new programmer. Case reopened to email local medtronic reps. Medtronic rep responded stating they were meeting with pt today. Agent closed case.